Manufacturer narrative:
This report is submitted on march 4, 2022.

Event description:
Per the clinic, the patient was a long term non-user and requested the device be removed. The device was explanted on (B)(6) 2022.